Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 20-dec-2018 with the following findings:.during investigation, the pump passed all required testing for delivery accuracy . The available current total daily dose added up correctly with basal program.the complaint regarding high bg and ER treatment was reported on (B)(6),2017. According to the pump history the pump was in use until (B)(6),2018. Therefor all pump history has been overwritten. Unrelated to the original complaint, the pump powered on to a dim and discolored display and the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, an animas representative reported having heard that a patient was hospitalized (B)(6) 2017 . This information was relayed by the patient's parent. Patient's blood glucose (bg) was in the 400's mg/dl and they had a cold and/or the flu at the time of this incident, reporter was unable to determine if the concurrent illness was the cause of the hyperglycemia. This complaint is being reported because the patient experienced hyperglycemia and the pump has not been eliminated as a cause or contributor.